Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. It was also reported that the patient experienced persistent knee, back, groin, abdomen, leg, vaginal, and anal pain. The patient also experienced urge incontinence, agony with infections, and has had to take antibiotics on several occasions. The patient has had scans to eliminate bladder, ovarian, bowel cancer, and nothing was detected. The device pulls at the very top of the inside groin area and is extremely uncomfortable. It was reported that the patient put on weight and feels bloated at times for no reason. The patient feels her insides are injured from having an insert that causes so much pain and suffering. Additional information has been requested.